Event description:
Customer received results of 13.6 mmol/l and 9.4 mmol/l on the mobile system, and a result of 6.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the system was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491779, expiration date 11/30/2014). (B)(6). Will not be returned to manufacturer.